Event description:
As reported, during the deployment of a 6f/7f mynxgrip vascular closure device (vcd), the pusher was unable to be advanced and remained inside the deployment system. There was no reported patient injury, and the device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2110502 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during the deployment of a 6f/7f mynxgrip vascular closure device (vcd), the pusher was unable to be advanced and remained inside the deployment system. There was no reported patient injury. Additional information was requested but is not available and the device was later returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, during the deployment of a 6f/7f mynxgrip vascular closure device (vcd), the pusher was unable to be advanced and remained inside the deployment system. There was no reported patient injury. Additional information was requested but is not available. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle. The syringe was connected to the device with the stopcock open. It was reported that ¿the pusher was unable to be advanced and remained inside the deployment system.¿ however, the advancer tube was observed on the catheter shaft, covering the balloon proximal tip as received. The sealant and procedural sheath were not returned with the device. It is unknown if the device was manipulated after the procedure. The device was inspected for damages that may have contributed to the reported event, and no damages or anomalies were observed. Per functional analysis, the advancer tube was proximally retracted and found properly engaged to the distal tamp lock as received, which matched the intended use. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, visual inspection at high magnification showed no damage to the tamp locks that may have prevented the advancer tube from engaging during the procedure. A product history record (phr) review of lot f2110502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy - advancer tube¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged in any way. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
As reported, during the deployment of a 6f/7f mynxgrip vascular closure device (vcd), the pusher was unable to be advanced and remained inside the deployment system. There was no reported patient injury. Additional information was requested but is not available. The device was not returned for analysis. A product history record (phr) review of lot f2110502, revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy-advancer tube¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Catalog number was updated